Manufacturer narrative:
The initial reported event of dislodgement was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was apparent high voltage lead fracture, high impedance. Atrial lead dislodged when right ventricular lead was removed. (B)(6) 2008: a lawsuit alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, and economic losses and other damages". (B)(6) 2009: attorney alleges '...experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement...'.